Event description:
It was reported via repair work order that the bed was experiencing unintended motion due to side rail panel was not connected properly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.